Event description:
It was reported that an adverse event occurred where a patient required medical intervention to prevent harm. No other information is available about the patient. The user provided the following information about the event. While transporting a patient from his bed to the MRI suit, the MRI IV pump began alarming. The user continued to transport the patient to the MRI suit and began troubleshooting the alarm. Upon arrival the user noticed that patient sbp was at 75. Then noticed that the bottle of propofol that was a new full bottle at the patient room was now 1/3 full upon arrival. Additionally, it was reported that the patient required medical intervention to be stabilized and the patient was stable following the event.

Manufacturer narrative:
Following the initial report, iradimed completed the evaluation of the device history log. Investigation is still in progress. Review of history log shows that the user had an error code 229 the day of the event. Error code 229 is an error caused by a mismatch of the motor encoder between the main microprocessor and the microprocessor for the motor controller. This can be an indication that the pump stand encountered an obstacle that momentarily affected the encoder feedback to one or both microprocessors. When an error 229. Happens, the pump will stop the infusion as a safety measure. This would not result in an over infusion. Review of history log shows user error when loading the infusion set documenting a possible free flow of propofol. In response, in-person training for the clinical personnel has been offered and scheduled with the customer.